Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose of 600 mg/dl and reservoir had leak. Customer stated that most of insulin came out as reservoir had leak. Customer successfully performed displacement test, self test. Reservoir will not be returned for analysis.